Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Nonconformities of the subject device were confirmed from the evaluation result from the local service department. However, whether they related to the cause of the reported event or not was not confirmed. Omsc presumed that the reported event occurred due to the following possible causes. 1. Reprocessing was conducted in different process from IFU recommendation. 2. Occurrence of contamination at culture sampling.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from all channels of the device. Gram-positive bacteria (1 cfu/endoscope). Coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that the device was contaminated, but later the customer confirmed that the device was not contaminated and initial report to omsc was a customer error. There was no report of infection.